Event description:
Patient was here for scheduled induction of labor. She was sitting up to receive spinal anesthesia. While needle was being inserted by anesthesia provider, the spinal needle broke off within the patient's back when the needle detached from the nub. The needle remained in the patient's back. Anesthesia provider was able to remove the needle safely. No apparent harm to patient. Company representative was notified at the time of the event, and the remaining supplies of this type were removed from the supply areas.